Event description:
The customer reported that during a cardioversion procedure the device delivered a lower energy than was selected. The customer reported that there was no negative patient impact as a result of the device behavior. Another defibrillator was available to treat the patient.

Manufacturer narrative:
(B)(4). The customer reported that during a cardioversion procedure the device delivered a lower energy than was selected. The customer reported that there was no negative patient impact as a result of the device behavior. Another defibrillator was available to treat the patient. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.